Manufacturer narrative:
The device was troubleshot over the phone with the customer, issue resolved. No further investigation is required.

Event description:
Natus received a report on (B)(6) 2017 their neoblue led light appears dim. Update 10/28/2014. No intensity measurements were provided. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.